Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable low total protein gen.2 and calcium gen.2 results for several days after they replaced the dosage syringe on (B)(6) 2014. Several patient samples were involved. Of the data provided, only the total protein results for three samples that were tested on (B)(6) 2014 were discrepant. Patient sample 1 initial result was 5.1 g/dl and the repeat result was 6.6 g/dl. Patient sample 2 initial result was 5.7 g/dl and the repeat result was 6.8 g/dl. Patient sample 3 initial result was 5.3 g/dl and the repeat result was 6.4 g/dl. The repeat results were believed to be correct and corrected reports were filed for the patients. The patients were not adversely affected. The total protein reagent lot number was 69240501 with an expiration date of 02/28/2015. The customer declined a service visit and stated they found a loose screw on the syringe and tightened it. The customer stated this resolved the issue.